Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the console is intermittently working. The image was lost approximately three to five minutes into the procedure. They tried two scopes and still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.